Manufacturer narrative:
The reported product is not expected to be returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer ( (B)(6)) received unspecified low readings on the sensor and experienced symptoms of thirst, dry mouth, and headache. Customer was treated by mother with novorapid insulin injection to decrease glucose level and water. No further treatment was reported. There was no report of death or permanent impairment associated with this event.